Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed and confirmed the events described in the complaint. The reported device was received in brézins for investigation. According to our findings, upon external visual inspection, no apparent issues were observed. Reproducible tests have been carried out on the device including flowrate test as complaint description, occlusion test and quality control. A flowrate was launched et 0.5 ml/h for 4 hours with water and under the same conditions as described in the complaint. The flow rate accuracy was -0.07 which was compliant compared to IFU specifications (+/- 3%). Occlusion tests were then carried out and were all compliant. The history logs after these tests were reviewed and the events are the same than the complaint description; the total volume infused is reduced after the occlusion release which is a normal behavior of the device. Quality control was successfully completed with no malfunctions detected. Based on the findings, it was concluded that the pump had probably occlusions on the reported event date but no technical causes which could have triggered an unexpected occlusion were found. The device operated in accordance with its specifications and no faults were found. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported: agilia sp mc wifi serial number (B)(6), was used for administering morphine. The original volume of morphine in the syringe was recorded as 50ml in the patient notes. Upon checking the syringe after 4 hours, the volume had increased to approximately 56ml. Customer reports event log indicates repeated occlusions and back off, as of infusion 3 (25.09.2024 @4.24am) the device recorded a volume infused of over 10ml. At end of infusion time pump has calculated total volume infused as 2ml. Multiple other infusions were prescribed and being infused concurrently with the morphine. No other pumps exhibited similar discrepancies. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.